Event description:
A certified ophthalmic assistant reported that a study pt experienced corneal edema following an intraocular lens (iol) implant procedure. The pt called to report a "blurry spot in his vision" for two days. An optical coherence tomography (oct) was performed and central macular edema was confirmed. The pt was treated with medications. The surgeon reported that he does not feel the event is related to the device. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).